Event description:
A customer contacted haemonetics on (B)(6) 2012 to report "blood in centrifuge/service necessary" on an orthopat device. No patient/operator injury reported.

Manufacturer narrative:
The device was returned but the evaluation has not been completed. A follow-up report will be sent upon device evaluation completion. (B)(4).